Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow discoloration throughout and brown accretion on shaft) 3-way temperature sensing silicone foley catheter with connected inlet tube portion and sample port connector (with intact tamper evident seal). Visual inspection of the sample noted a knot in the catheter shaft near the balloon. This is out of specification per inspection procedure, which states, "shaft must not be damaged or pinched." Additionally, there was a piece of gauze near the trifurcation point, likely put there by the complainant for identification purposes. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but the solution was unable to advance into the balloon. The catheter was dissected to find that the inflation notch was not completely perforated. This is out of specification per inspection procedure, which states, "verify that the eye punches are complete and notch according to the applicable drawing." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inadequate pressure on the machine to punch.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into the urethra meatus, and advance it until the balloon enters the bladder and urine flows through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 3. Malfunction and adverse events 1) malfunction -catheter kinking, damage, rupture."

Event description:
It was reported that during the investigation of a complaint, a second failure was found. The inflation notch was not fully perforated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the investigation of a complaint, a second failure was found. The inflation notch was not fully perforated.